Manufacturer narrative:
The "date of event", "model number", or "serial number" have not been provided. Unsure as to the location of the device(s) in question. Should further information or the device(s) become available, a follow-up report will be generated.

Event description:
Alleges issues with devices he has owned from pride. Alleges first chair had a leg rest break on him. Alleges second chair the screws fell out of the back of the arm pad and he almost fell onto the floor. He was wearing his seatbelt.